Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this patient implanted with this pacemaker had a device follow up in mid-july where no device issues were observed. Three weeks later, the patient had a syncopal episode while at home. Interrogation of the device found it was operating in safety mode; however, the device was not providing pacing and the hospital documented asystole for the patient. Temporary pacing was administered until the device was explanted and replaced. It was noted that no pacing spikes were observed on any of the electrocardiograms. No further adverse patient effects have been reported. The explanted device was expected to be returned for analysis.